Event description:
It was reported that the patient experienced a shocking or jolting sensation "from her hips down both her legs", following a CT scan earlier that day. It was stated that the patient had her CT scan around 9am the day of report, and did not turn her stimulation off at the time of the screening. It was also stated that when the patient got back home around 2pm the same day, her symptoms began. It was noted that when the stimulation was off, the patient did not feel the pain. It was also noted by the patient that her "settings were wrong". The patient was redirected to her healthcare provider. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(6).

Event description:
Additional information reported the patient had ¿a lot of more intense pulses¿ in their legs. It was stated the patient would have to lower their settings because ¿it was really her settings.¿ it was stated all of the patient¿s settings were now different.